Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The fault was due to a defective compressor. In case of a hole of the evaporator, the refrigerant fluid will leak and water will enter the cooling circuit. This situation will cause a damage of the cooling compressor leading to the reported event. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Corrective actions are in progress for this issue.

Event description:
Livanova (B)(4) received a report that after the procedure a heater-cooler system 3t triggered the fuse. There was no report of patient injury.